Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was resolved by the software being reinstalled. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733467, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the navigation system, a previous loaded patient on the navigation system had the anterior posterior (ap) view flipped. An exam that was loaded the previous day successfully was noted to have the issue. Additionally, the brightness/contract of the image had changed and 2d views were noted to be just white until adjusted. There was no patient present when this issue was identified. When troubleshooting, deleting and re-importing the patient did not restore functionality.